Manufacturer narrative:
The cause for the discrepant sodium and potassium results is unknown. The customer stated that they changed the measurement cartridge. The second repeated results were in the normal range.

Event description:
The customer reported discrepant results from the same analyzer. There was no reported injury due to this event.

Manufacturer narrative:
Review of instrument data files do not indicate any performance issues with the sensors around the time the discordant samples were reported. The cartridge was returned for evaluation but could not be run on an internal instrument. The cartridge was disassembled and the valve seal in the luer mount was found to have a defect. This defect may have caused salt build up in the sample port/luer area, which may have contributed to the discordant results.